Manufacturer narrative:
(B)(6). The device was returned to biosense webster inc. (Bwi) for evaluation. The returned device's visual inspection and screening test were performed following bwi procedures. Visual analysis revealed a hole in the pebax with exposure to internal components and traces of blood. Since there are control inspection points in the process to prevent such issues, the root cause of the damage could be related to improper handling; however, this cannot be conclusively determined. The device was connected to the ngen and carto 3 systems, and although it was recognized correctly, an error 106 was encountered. Inspection of the internal printed circuit board (pcb) showed no issues. Therefore, the failure may be attributed to the condition of the pebax, resulting in error 106. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. The instructions for use (IFU) contain the following recommendations: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. A manufacturing record evaluation was performed for the finished device number 30981921l, and no internal action was found during the review. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro¿ catheter for which biosense webster¿s product analysis lab (pal) identified a hole in the pebax. Initially, it was reported that an error 106 occurred when connecting the qdot micro catheter. The error was not resolved by replacing the cable. However, it was resolved by replacing the catheter to a new one. The procedure was completed with no patient consequence. The force sensor error issue was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on (B)(6) 2023, there was a hole in the pebax with exposure to internal components and traces of blood. The hole in the pebax was assessed as MDR reportable. The awareness date for this reportable lab finding was (B)(6) 2023.